Manufacturer narrative:
The lead was surgically abandoned (capped), and it will not been returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that on (B)(6) 2015, this right atrial lead was surgically abandoned (capped) due to an unknown product performance issue. No adverse patient effects were reported. On june 10, 2015 the customer updated their report stating this right atrial lead exhibited elevated thresholds (greater than 2v). The lead was surgically abandoned (capped). No adverse patient effects were reported. The lead was actively implanted for approximately 15 years, 2 months.